Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: specific patient information is unknown.

Event description:
The customer reported falsely depressed sodium and potassium results while using the alnty c ict module on the architect c8000 analyzer. The customer provided the following results: patient 1: initial result 113 mmol/l, retest 139 mmol/l, new sample at alternate lab 145 mmol/l. Patient 2: initial result 1 mmol/l, retest 4.6, following recalibration 4.8 mmol/l. The customer's normal range for sodium is 136 to 144 mmol/l and potassium is 3.6 to 5.0. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Update 16apr2018: concomitant medical products updated to aero ict module (aeroset/c8000), list 09d28-03, lot 170805077.

Manufacturer narrative:
Abbott field service inspected the analyzer and identified the likely cause of the discrepant results to be the ict module. A review of the architect serial (B)(4) service history identified no additional contributing factors and no subsequent erratic or discrepant results have been reported since the ict module was replaced. A search for ict module 170805 found no similar complaints involving erratic or discrepant results. A review of complaint and trending data for the ict module did not identified any issues or trends. Device history records were reviewed for the likely cause part and no issues were identified. Tracking and trending data in the product monitoring review for clinical chemistry systems revealed no issues or adverse trends related to the complaint issue. The c8000 erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.